Event description:
It was reported a respiratory therapist was providing care to a vented, intubated patient in critical care. The patient was in distress, set tidal volumes were not being achieved, ventilator alarms were active, and it sounded like the patient had a leak in the cuff. The situation deteriorated so the decision was made to extubate then re-intubate. When she went to extubate, she deflated the pilot balloon two times then removed the tube. The pilot balloon was completely flat. The cuff, however, was deflated on one side, but inflated on the other.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the therapist threw the product away so, no sample or photo was available and in place was a microcuff size 8.0. No product lot number or sample was available to assist in our investigation; hence retrieval of assembly record to support the investigation process was not possible. Review of the outgoing quality survey report for the past one year (2013) did not reveal an associated defect detected during functionality testing. Review of the risk assessment file does cover potential cause and it's controlled. Review of the process change in the past two years according to internal procedure of the manufactured product, there was a change of leak test where the inflation leak pressure was increased to synchronize with the manufacturers leak test, the results were reported and showed we were able to detect the leak at the small pin holes. Based on the leak trend for the past six months above, it could be seen that leak products had been detected and segregated during 100% inspection in production stage, which was reflected in outgoing results where no leak was found. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on complaint trending (year 2009 to ytd (B)(4) 2014) and leak trending (B)(4) 2014) did not show any significant abnormalities. Furthermore, the manufacturer's product's process is manufactured according to product specification at the point of product release. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.